Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported seizure-like activity could not be conclusively established through this evaluation. Additionally, review of the submitted log files revealed a single transient low flow event which did not last long enough to activate an audible alarm. Although the account communicated that the low flow event likely occurred during the seizure event, a specific cause for the low flow could not be conclusively determined through this evaluation. The controller event log file contained events from 11mar2024 through 16mar2024.one low flow fault was captured on (B)(6) 2024 which did not last long enough to activate a low flow hazard alarm. It was also noted that the low flow event was associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including other neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 1 of the IFU explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in outpatient on (B)(6) 2024 and log files were sent off with no significant events reported. The patient suffered seizure like activity at night on (B)(6) 2024; no alarms were reported. The log files captured a momentary low flow event on (B)(6) 2024 on 00:25:08. The event was very brief and did not generate an alarm; it was noted to have occurred when the pulsatility index (pi) was elevated. It was presumed that the seizure like activity occurred around the time of the low flow event. The patient's vitals upon arrival to the emergency room on (B)(6) 2024 were stable and remained stable while the patient was being evaluated in the cardiac intensive care unit (cicu). The labs appeared to be normal as well. The exact cause of the seizure-like activity was unsure, and the patient had a history of seizure-like activity prior to left ventricular assist device (lvad) implant. The cause of the low flow alarms was presumed to be during the time of the seizure event, and they resolved with no interventions; the patient had no other symptoms that were reported or observed. The patient was discharged home on (B)(6) 2024 after cicu evaluation.